Event description:
It was reported to bsc that during an endoscopic retrograde cholangiopancreatography (pt gender and age unk)",the cutting wire snapped". There was no reported complication or ill effect sustained by the pt.

Manufacturer narrative:
This device has not been rec'd by this MFR. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause of this event.